Manufacturer narrative:
(B)(4). Concomitant medical devices: 00631005032 61068597 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells; 00801803202 61957471 femoral head sterile product do not resterilize 12/14 taper. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02819, 0001822565-2021-02820.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 8 years post implantation due to metal related pathology with memory loss, difficulties with adls, ambulating, instability, and pain. Surgeon noted corrosion, debris with locking mechanism not engaged. Heterotopic ossification noted around the shell. Revision of the head and liner was performed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified a right total hip arthroplasty was performed. The patient began experiencing memory loss, difficulty ambulating, and other symptoms related to metal pathology. A revision occurred, where corrosion was found. The stem was stable and trunnion was cleaned of black debris, but ho was noted around the stem and shell. The prior liner was not fully engaged. No complications were noted, and the head and liner were replaced with zimmer products. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.